Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the or for a system upgrade to a dual chamber device. During the procedure, high rv capture thresholds were observed. The patient has had chronically high capture thresholds. Due to the threshold, the physician elected to cap and replaced the lead on (B)(6) 2016. A new lead was successfully implanted, and the patient is doing well.